Manufacturer narrative:
(B)(4). The device was evaluated and the issue was verified through the review of the event history logs. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:44:35. During night drain cycle five, the patient's ultrafiltration reading was 1243ml, indicating the home patient (hp) drained 1243ml more than their maximum programmed fill volume of 2000ml. No further information was available.